Manufacturer narrative:
(B)(4). Guide wire: sion blue, sion, guide catheter: laucher jl3.5 6fr. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, 90% stenosed lesion in the proximal left anterior descending artery. The 2.5x12mm nc trek balloon dilatation catheter (bdc) was advanced; however resistance was met with the anatomy. During the second inflation, the balloon ruptured at 14 atmospheres. The bdc was removed without issue. The nc trek bdc was replaced with another bdc, the lesion was dilated, and two xience alpine stents were implanted to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.